Event description:
It was reported that the patient is experiencing activation issues with this inflatable penile prosthesis (ipp). The physician attempted to activate the device without success. The ipp remains implanted and active.